Manufacturer narrative:
Approximate age of device: three years and 11 months.  The patient remains ongoing with the device. However, a portion of the driveline was received for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2014. It was reported that pump stoppages, low speed advisory and low flow alarms were observed. Patient was asymptomatic. Technical services reviewed the submitted log files, and pump stoppages and pump decelerations were confirmed. On (B)(6) 2018, the manufacturer¿s technical services representatives performed a distal end percutaneous lead (driveline) replacement. No additional information was provided.

Manufacturer narrative:
The evaluation of the returned portion of the driveline for the device, confirmed external driveline wire damage that could have contributed to the driveline fault alarms observed in the submitted log files. The submitted system controller log file captured several pump stop events and driveline fault events throughout the log file. These events occurred while the patient was supported by the power module and battery power. Based on previous complaint experience, the captured events appeared consistent with the potential driveline issue. A distal end driveline replacement was performed on (B)(6) 2018 and approximately 22 inches of the external portion of the lead was returned for evaluation. Electrical continuity testing of the returned portion of the driveline revealed a discontinuity in the red and orange wires upon manipulation of the driveline. There was damage to the outer silicone sleeve and breakdown of the metal braided shielding along the length of the driveline. The silicone jacket, bionate, and shielding were removed and examination of the underlying wires revealed kinking in the red and orange wires approximately 11¿ from the metal connector. The outer insulation was intact but manipulation cause the insulation of the red and orange wires to elongate and breakdown, indicating that the inner conductors had fractured. The remaining wires appeared unremarkable. The driveline was submerged in a saline bath for hipot testing to check for current leakage through each wire's insulation; however, the test did not identify any areas of compromised wire insulation that would have contributed to an electrical short. The inner conductor breakdown of the red and orange wires could have caused the driveline fault alarms and pump stops events captured in the submitted system controller log file. Although it could not conclusively be determined, the observed wire damage appeared to be the result of mechanical force, such as crushing, clamping, or pinching of the driveline. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.